Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer removed pump and delivered injections. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Customer's blood glucose was 200-300 mg/dl.